Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, patient began to experience pain and MRI revealed a mass over the lateral aspect of the hip. A revision procedure was performed on (B)(6), 2011 to remove and replace the acetabular cup and modular head component.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, patient began to experience pain and MRI revealed a mass over the lateral aspect of the hip. A revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular cup and modular head component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01019/ 01020).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, patient underwent a revision procedure on (B)(6), 2011 allegedly due to pain, elevated metal ion levels, and soft tissue damage. The acetabular cup and modular head component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a hip revision procedure approximately four years post-implantation allegedly due to pain, elevated metal ion levels, and soft tissue damage. The acetabular cup and modular head component were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts."date implanted-(B)(6) 2007 exact date unknown.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01019/ 01020).